Event description:
It was reported that the unit would heat up after a few minutes. However the heat on the device was not enough for the user to discontinue use of the device; the procedure was completed with the same handpiece. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). During product analysis, the condition of the device showed a discolored housing and corrosion in the nose section. The drill was connected to the console and operated at default speed. The drill functioned normally but sounded noisy. The motor was corroded. The 1-minute pre-repair temperatures (in fahrenheit) were nose- 140, middle-130, rear-95. The internal parts were replaced due to corrosion.